Manufacturer narrative:
The actual device involved in the event has been inspected in date march the 8th, 2024 by distributor's authorized technician. The technician found the device working properly within specification. The lesion reported by the patient has been evaluated initially by cynosure's clinical and concluded that the blistering could have not been caused by the treatment itself but by the friction of the clothing used by the patient during the swim in the treated area. Our internal clinical department also performed an evaluation of the treatment and lesion reported by the patient. Their evaluation concluded the following: the treatment's parameters has been found to be adequate for the intended treatment. The most probable caused of the patient's lesion can be more related to the friction of the clothing against the skin than related to an adverse outcome of the treatment. Based on that we can conclude that the patient's lesion cannot be fully related to the performed treatment. The lesion reported by the patient are blisters can be correlated to a mild burn that will heal properly without any need of medical attention. Moreover, blistering and burns are identified as a foreseeable side effect in the operator's manual code om122a1-c1_g.v11 (actual revision shipped with the device) in section "side effect". Anyway, we evaluate, on the side of caution, this event as a serious incident because the patient seek medical attention following the treatment.

Event description:
On march the7th, 2024, el. En. Electronic engineering spa received a communication from the distributor cynosure of an adverse event following a treatment with the device elite iq. In the above-mentioned communication is reported that the patient was treated (as the ninth treatment performed on the patient with the latest previous performed on (B)(6), 2024) for hair removal on the lower legs, under arms and bikini area. After 5 days the patient felt irritation on the bikini area and noted blisters, after a swim. All the other areas treated were unaffected by any lesion. The distributor gathered more detailed information from the clinic and reported, also, that the patient visited a physician at the hospital but it is unknown if there was a diagnosis. The parameters used for the treatment has been also retrieved. Finally, it is reported that the patient was prescribed with aloe vera to be applied post-treatment. Seven days post treatment, patient visited laya healthcare and was referred to a&d. Sti test and test for bacteria are both negative. Bloodwork performed but results were not provided. No topical or oral medications were prescribed. The present adverse event has been evaluated as a reportable event, on the side of caution, because the patient received medical attention following the treatment. Moreover the us importer, cynosure, proceeded to submit their own MDR report code mdr1222993-2024-00013 in date march the 27th, 2024. We the manufacturer of the device proceeded to submit our own MDR report, in accordance with 21 cfr part 803.50(2) in order to supply any missing information.